Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a male (B)(6) year old patient (61.7 kg) underwent a left sided idiopathic ventricular tachycardia ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the procedure the patients pressure dropped. A cardiac tamponade was confirmed via intracardiac ultrasound. A pericardiocentesis was performed in which 450cc's was removed from the pericardial space. Drain was inserted. No surgery required. The patient was stabilized and transferred to the coronary care unit for observation. Patient had 3 night hospital stay and had fully recovered. The adverse event was discovered during use of biosense webster inc. (Bwi) products during either the mapping or the ablation phase. In the opinion of the physician the event was procedure related. Transseptal was performed using the brk needle. Prior to discovering of the effusion ablation was performed. There was no evidence of steam pop. The irrigation settings were standard for thermocool® smart touch® sf bi-directional navigation catheter. There were no error messages displayed by bwi equipment. Force visualization features used included graph, dashboard, vector and visitag. The visitag module was used with the following stability parameter settings: range: 3mm, time: 3 seconds, force over time (fot): 25% for 3 seconds, tag size: 3mm including respiration adjustment and tag index for coloring.

Manufacturer narrative:
It was reported that a male 77 year old patient (61.7 kg) underwent a left sided idiopathic ventricular tachycardia ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the procedure the patients pressure dropped. A cardiac tamponade was confirmed via intracardiac ultrasound. A pericardiocentesis was performed in which 450cc's was removed from the pericardial space. Drain was inserted. No surgery required. The patient was stabilized and transferred to the coronary care unit for observation. Patient had 3 night hospital stay and had fully recovered. There were no error messages displayed by bwi equipment. Device evaluation details: the device evaluation has been completed. The device was visually inspected and it was found in good conditions. The magnetic, temperature and force features were tested, and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. The catheter failed electrical test since corrosion was found on electrical pins. A manufacturing record evaluation was performed for the finished device 30283756m number, and no internal action was found during the review. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade and the opinion of the physician the event was procedure related. No problem was found with the device that would contribute to the reported adverse event. As such, "h6. Component code of appropriate term/code not available" the root cause of corrosion on pins cannot be determined since the catheter pass the irrigation test. Cause cannot be established. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).